Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the electric pen drive device started running (unprompted) when it was plugged in. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as the device was used as a veterinary device. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the unit started running without the hand switch or foot pedal. It was determined that the device failed for function with foot pedal-function and direction of rotation. During service/repair, it was determined that the outer casing was stuck inside the housing and the electronic control unit (ecu ) and motor came apart while disassembling. It was further determined that the issues were consistent with improper care. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.